Event description:
It was reported that this device was an attempted implant due to a loose connection because of lead to header insertion issues. It was also noted that the right ventricular (rv) lead became stuck in the header, but in the end the rv lead was still able to be used. A different device was used for implant. No adverse patient effects were reported.